Event description:
It was reported that while the surgeon was attempting to remove the tibial insert trial liner, a piece of the template broke off.

Manufacturer narrative:
Additional information has been requested, and if available, it will be submitted in the supplemental report.